Manufacturer narrative:
The field service engineer replaced the clot sensor, adjusted the sample probe, and ran an air purge. Calibration and qc were acceptable. The calibration, qc, and alarm trace were requested but not provided. The customer stated qc was acceptable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient with the cobas 6000 e601 module. The initial result was <0.1 miu/ml. This result was reported outside the laboratory and questioned by the ER doctor. The repeated result was >10,000 miu/ml. The second repeated result was 17,820 miu/ml. This result was from another e601 serial number (B)(4) and deemed correct. The reagent lot number and expiration date were requested but not provided.